Event description:
It was reported that the atrial lead exhibited oversensing of myopotentials when programmed to adjustable sensing with a max atrial sensitivity. The behavior was reproducible and seems to have coincided with the onset of the patient's use of a walker. The device was programmed to ddi for the time being. The patient's condition was good after follow-up. The patient would continue to be followed-up.